Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. A livanova field service representative was dispatched to the facility to investigate the device and he could not reproduce the reported issue. At the best of livanova knowledge, up to date the reported issue did not recur. Based on the above mentioned facts, it is reasonable to exclude an hardware failure and that likely device use conditions may have led to the experienced issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t did not cool lower than 34°c on the patient side during procedure. The device was swapped out. There was no report of patient injury.